Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a vented paclitaxel set separated from the tubing during infusion. The reporter stated that a nurse had primed the set with normal saline. When priming was completed, the nurse disconnected the set from the saline to attach an unspecified drug, and noticed the separation. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the vented spike was completely separated from the drip chamber. The reported condition was verified. The cause of the condition was determined to be an assembly issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.